Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the 4 way valve was not shifting. Additional malfunctions include the valve operator was stuck, the o-rings were leaking, the hose clamp was leaking, the hour meter was broken, and the pm kit was dirty.